Event description:
It was reported that there was an occlusion in the potential catheter, and the patient's abdomen swelled. Body fluid seeped through wound site a week post reoperation with valve occlusion.